Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 10mg/ml at 1.7mg/day via an implantable pump. It was reported that the patient complained that pump was too high in their abdomen, causing discomfort and muscle spasms in their abdomen. Per the reporter, the patient didn't know when it started but sometime after if was replaced in (B)(6) 2015 and had gotten worse over the years. The cause was undetermined. The pump was implanted there. The actions and interventions taken to resolve the issue was the patient had the pump pocket revised and the pump was moved more caudal and superficial. The patient¿s pump was replaced at the time of the procedure due to eri 7 month. No complaint with the pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.